Event description:
It was reported, the camera robot grey spinning too loose. There was no report of patient involvement, mitigating any patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer complaint. The endoscope was evaluated and found the camera instrument adapter did not rotate properly due to increased friction at the bearing. The endoscope was visually inspected and found with mechanical damage to the distal tip. The endoscope failed light leakage testing, which is an indication of damage to the frame for the optics or optic module. The endoscope failed during payload testing, which is an indication of internal damage to the optic module. Profile tube damage.